Event description:
Pt admitted with diagnosis of brain tumor, underwent craniotomy and extersion of tumor. During procedure pt's head was being positioned in skull clamp and the locking mechanism slipped causing a superficial laceration to the left side of head and nose.